Event description:
A report that a pt was explanted due to an infection at the pocket site was received. The pt was hospitalized and treated with intravenous antibiotics. The pt's symptoms were extreme heat at the pocket site and the pocket site began to open. The physician believes that the pt's body had rejected the implant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.